Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported images are flickering during an unspecified procedure involving an olympus rigid video laparoscope. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the cover glass of the insertion section cracked. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported event could not be determined. In addition, the cause of the cracked cover glass in the insertion section was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.